Manufacturer narrative:
After further review of additional information received, as reported a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused fracture, perforation into organ, and perforation abutting organ. The patient reported becoming aware of filter fracture within the inferior vena cava (ivc), perforation of filter strut(s) outside the ivc, perforation of filter strut(s) into organs and perforation abutting organ, approximately ten years post implant. The patient also reported anxiety related to the filter. Approximately ten years post implant a computed tomography (CT) scan was performed. The indication for the scan was not provided. Results of the scan noted focal atelectasis noted in the right lung base otherwise, the lung bases are clear. In the infrarenal inferior vena cava (ivc) there is a trapeze type permanent ivc filter positioned just below the renal veins. Several of the filter struts have fractured on the posterior aspect of the filter but with no strut migration. There is no penetration of the filter struts outside of the cava. There are no fracture fragments displaced from the main body of the filter. Nine CT images were also provided, a cordis type filter is depicted in the images. In two of the images there appears to be disarticulation of the filter struts. It should also be noted that the images are not labeled with patient identifier, date, or the plane in which the image was taken. The indication for the filter implant, procedural details and medical history have not been provided. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. A review of the IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. With the limited information provided it is not possible to draw a clinical conclusion as to the cause of the events. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
The results of computed tomography (CT) scans done approximately ten years after the index procedure indicate that there is nonspecific focal atelectasis noted in the right lung base otherwise, the lung bases are clear. In the infrarenal inferior vena cava (ivc) there is a trapeze type permanent ivc filter positioned just below the renal veins. Several of the filter struts have fractured on the posterior aspect of the filter but with no strut migration. There is no penetration of the filter struts outside of the cava. There are no fracture fragments displaced from the main body of the filter. Additional information received per the patient profile form (ppf) states that the patient experienced filter fracture within the inferior vena cava (ivc), perforation of filter strut(s) outside the ivc, perforation of filter strut(s) into organs and perforation abutting organ. The patient became aware of the reported events approximately ten years after the index procedure. The patient continues to experience worry, anxiety related to the filter.

Manufacturer narrative:
Reporter occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to fracture, perforation into organ, and perforation abutting organ. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc and organs; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to fracture, perforation into organ, and perforation abutting organ. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.